Event description:
It was reported that during an implant attempt, the battery voltage and charge time were ok. After induction, the charge time had increased significantly. Once the charge ended, the device indicated it had reached it's end of service (eos) with no defibrillation outputs remaining and a charge circuit timeout. A new device was used. The device was returned to the manufacturer and subsequently tested out of specifications during the device analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. Evaluation summary: (B) (4) preliminary analysis revealed a long charge time and showed the device was at eri (elective replacement indicator). Functional testing revealed no anomalies. Performance data collected from the device showed a firmware error, and an unexpected charge circuit timeout.